Manufacturer narrative:
H3, h6: it was reported that, after surgery had been performed, the patient experienced pain, wear of the liner, and loosing of the cup (metal ball head 28s cone 12/14, competitor cup, competitor liner). This adverse event was solved by revision surgery on (B)(6) 2023, in which the head was exchanged to g-taper head. The stem was remained. It is unknown if the competitor cup and liner were exchanged. The surgeon does not think s+n products failure, as there was issue(loosing) for competitor cup. The device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch number is unknown, it is not possible to perform a complaint history review at batch level, and the complaint history review based on the product number revealed no additional similar complaints. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states pain as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. Besides, the instructions for use (lit. No. 12.23, ed. 03/21) indicates that implants and implant components of smith & nephew orthopaedics ag must not be combined with other manufacturer implants, unless the implant combination is listed in the relevant surgical technique or in the compatibility matrix. Further, they should always be implanted using smith & nephew orthopaedics ag surgical instruments, unless these are commonly used in the operating room and/or described in the surgical technique. All liability is excluded for the unauthorised use of third-party products. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after surgery had been performed, the patient experienced pain, wear of the liner, and loosing of the cup (metal ball head 28s cone 12/14, competitor cup, competitor liner). This adverse event was solved by revision surgery on (B)(6) 2023, in which the head was exchanged to g-taper head. The stem was remained. It is unknown if the competitor cup and liner were exchanged. The surgeon does not think s+n products failure, as there was issue(loosing) for competitor cup. It is unknown the current health status of patient.